Event description:
It was reported that on (B)(6) 2010, a 3.0x12 rx promus stent was implanted in the left anterior descending artery. Post procedure, residual stenosis was 0% with timi iii flow in the treated lesion. Aspirin and clopidogrel were prescribed and the patient was discharged (B)(6) 2010. On (B)(6) 2012, cardiac death from arrhythmia occurred with an onset date of (B)(6) 2012. Reportedly, the patient had a cardiac arrest and collapsed. The patient presented to the emergency room, unresponsive in ventricular fibrillation. Defibrillation, intubation, chest compressions, and cardiopulmonary resuscitation were performed. Medication was administered. The patient had no antecedent myocardial infarction. In the investigators opinion, the event of death was not related to the study drug, not related to the study device, and not related to the study procedure. Clinical cause of death indicates dyspnea, cardiac arrest, ventricular fibrillation, sudden death. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of arrhythmia, dyspnea, and death are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.